Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer did experience symptoms of high blood glucose level such as vomiting. The customer treated high blood glucose with manual shot. Based on customer¿s report customer did not allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was reported that the insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).